Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. No motor error alarm noted. Motor passed motor test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 172 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. Customer stated that the insulin pump did not receive low battery alert prior to off no power alarm. Customer states the battery was not previously used. The insulin pump will be returned for analysis.